Manufacturer narrative:
Testing was performed at abbott diagnostics (B)(4) inc. On retained kit lot m121551 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing batch records and quality control release testing for kit part number 190-000 / lot m121551 and test base part number 190-430 / lot m121551 were reviewed. This lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot m121551 showed that the complaint rate is (B)(4). Abbott diagnostics (B)(4) inc. Was unable to determine the exact root cause of the reported issue. The available evidence suggests that this device lot is performing within the statements made within package insert related to % test agreement with the expected results by sample concentration.

Event description:
A customer sent a cumulative report of three (3) false negative results with the ID now covid-19 assay generated across three (3) different testing sites. This report represents patient three (3) of three (3). A customer reported a negative result from a direct nasal swab using the ID now covid-19 assay. Specimen collection occurred on (B)(6) 2020; testing date and time is unknown. Sample swab type was not provided. Confirmation testing was performed on a nasopharyngeal (np) sample in viral transport media and tested using the abbott m2000 platform. The np sample tested positive for sars-cov-2. Cycle threshold results were not provided. Confirmatory specimen collection occurred (B)(6) 2020; testing date and time is unknown. No patient information, including symptoms, treatment and outcome, was provided. Attempts to gain further information were not successful. The ID now covid-19 product insert indicates that negative results should be treated as presumptive and tested with an alternative FDA authorized molecular assay, if necessary for clinical management, including infection control. The product insert states negative results do not preclude sars-cov-2 infection and should not be used as the sole basis for patient management decisions. Negative results must be combined with clinical observations, patient history, and epidemiological information. False negative results may also occur if amplification inhibitors are present in the specimen or if inadequate levels of viruses are present in the specimen. Due to the risk of a false negative result potentially leading to no or delayed treatment, this event shall be considered reportable.